Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) presented to an emergency room reporting discomfort. The ICD was interrogated and a fault message was encountered. The device had undergone reversion to a safety mode, in which full shocking capability and single chamber brady pacing is available. Due to an atrial arrhythmia, the device was observed to be pacing at the maximum track rate (mtr) of 120ppm. The device was replaced, as the patient is symptomatic to the single chamber pacing and normal device function cannot be restored.